Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h3, h6 (type of investigation, investigation findings, investigation conclusion, component codes), h11. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse was able to power up the iabp without issue. The fse observed fault code # 107 and # 67 logged multiple times. The fse replaced the front end pcba (0670-00-1164). The fse replaced the coiled cable (0012-00-1839) as a precautionary measure. The 30 psi and helium transducers were recalibrated. The unit passed all functional and safety tests per factory specifications.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit had a power up failure, system is not booting up and producing loud audible alarm. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.